Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had normal operating currents and no unexpected off no power or low battery alarms or blank display was noted. The insulin pump alarmed during the basic occlusion test and prime test due to a faulty force sensor resistor. The occlusion test could not be performed due to the alarms. The data transferred properly. The insulin pump had a cracked case at the display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
It was reported that the customer's insulin pump was not delivering insulin through tubing during an infusion set change and the insulin pump kept shutting off. Nothing further reported.